Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and osteolysis.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd 9/18/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from difficulty ambulating. Doi has been provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complaint has been conducted for the catalog number and lot number and this information is not available.

Manufacturer narrative:
(B)(4). Added: patient, device.

Event description:
In addition to what previously alleged, ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions. Added stem due to new allegation. Updated part and lot number of the head, liner and patient harms. Added patient's date of birth, expiration date of the liner, head and stem, revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name. Doi: (B)(6) 2005 - dor: (B)(6) 2013 (left hip).